Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for ECG and blood pressure monitoring. According to the rptr, the device would not display the pt's ECG. The pt was transported to the hosp and no adverse affects were reported as a result of the alleged malfunctions.